Event description:
The customer reported that there device would not complete the boot-up cycle. The device power indicator flashes as if the device is attempting to power up, but never actually completes the boot-up cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and replaced the system pcb assembly. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The removed system pcb assembly was further evaluated in the failure analysis center. The cause of the reported failure was due to a cold solder joint on crystal y1 from the single board computer assembly, which is located on the system pcb assembly.